Event description:
Customer reported that paramedics were recently called in response to a low blood glucose level. Customer also reported that she has been receiving some differences between sensor glucose and blood glucose readings. Blood glucose level at the time of the call was 88 mg/dl. Customer stated that she had recently received a sensor glucose reading of 38 mg/dl while her blood glucose reading was 260 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.